Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead exhibited noise and low impedance. The patient was scheduled for a normal generator change and lead revision. During the procedure it was discovered that the atrial lead had insulation damage. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post procedure.